Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose value was 227 mg/dl. Customer stated they were unable to remove the battery cap on their pump and cap top was broken. The customer stated he put in a brand new battery last night. The device will be returned for analysis.